Event description:
A port vaxcel pasv was placed for therapeutic purposes. During a separate chemotherapy procedure in 2003, it was reported that the catheter fractured then migrated from the heart to the pt's leg. This device has not been received for eval. Therefore, a failure analysis is not available and the co is unable to determine if the device met its specifications. The co is unable to determine the relationship between the device and the cause for this event. The co's directions for use outline appropriate placement, access and maintenance procedures.